Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the apical coring knife lacked sharpness. It was unable to be used.

Event description:
It was reported that coring was completed with a scalpel. There was no delay in surgery, and there were no patient consequences.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the coring knife lacked sharpness was unable to be confirmed as it was not returned for evaluation. Of note, review of the coring knife's manufacturing history confirmed that the knife was not part of the batches bracketed as part of abbott's field action. A specific cause for the reported event could not be conclusively determined through this evaluation. During coring of the left ventricle, it was discovered that the coring knife lacked sharpness. Coring was completed with a scalpel. There was no delay in surgery, and there were no patient consequences. The coring knife, serial number (B)(6), was not returned for evaluation as it was reportedly discarded. Review of manufacturing documentation found no deviations from manufacturing or quality specifications. In addition, a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.